Manufacturer narrative:
Additional information received reported the issue was detected during set up prior to having contact with the patient. The returned product was found to be not patent. The patient line was found to be occluded between the zero reference stopcock and the top of the drip chamber. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product testing is in progress. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the system did not drain intra-operatively. According to the report, the system was changed out.